Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate. The technical support specialist (tss) dialed into the system, verified the log and identified that the user account was locked. Tss then reviewed the latest log and confirmed that the user was able to login again. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user unable to login to pyxis and got error message that unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.